Event description:
Following a sling procedure, the pt presented with swelling, discharge and infection at the abdominal site. The doctor admitted the pt in the hosp in 2004. On the following day the doctor drained and packed the wound and treated the pt with antibiotics intravenously. The pt was released and upon follow-up examination, the wound had healed and a culture showed no bacteria at the wound site. Pt is still continent and is doing well.